Manufacturer narrative:
Additional information was added to b5, d4, d10, h3, h4 and h6: b5: update the alleged device quantity from two (2) units of small volume infusor to one (1) unit. H4: the device was manufactured from february 12, 2020 - february 13, 2020. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified medication was remained in the bladder of two (2) small volume infusors. This was identified during patient infusion at the hospital. There was no patient injury or medical intervention associated with this event. No additional information is available.